Manufacturer narrative:
The actual device and four photographs of the sample were received for evaluation. Leak and pressure tests were performed, and no leaks were detected. Visual inspection of the provided photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a revaclear 300, an external fluid leak was observed. There was no patient involvement. No additional information is available.